Event description:
The customer reported that while attempting to defibrillate a pt at 300j, the unit indicated a 50j max. These symptoms were observed while using both paddles and pads. The pt did not survive.